Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray. G2: foreign - event occurred in germany. The product has been received by zimmer biomet for further evaluation. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the inlay was unable to be inserted properly on the tibial tray. There was no patient impact and no adverse events have been reported as a result of the malfunction.